Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently died coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient did not require hospitalization for the event. The patient was treated with injection fortum (2g, intraperitoneally, frequency and duration not reported) and injection reflin (2g, intraperitoneally, frequency and duration not reported) for the peritonitis. Two days after the onset of peritonitis, the patient experienced a cardiac arrest and subsequently died. The cause of death was reported to be due to the cardiac arrest and low blood pressure. The peritonitis had not resolved prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).